Event description:
During hemodialysis treatment, blood was observed to be dripping from the arterial end of the dialyzer at the seam. The dialyzer was replaced and treatment resumed. There was no adverse effect upon the pt. The co was notified. This is the second occurrence of this same problem with this model and lot number of dialyzer.